Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient had pain at the ipg site. It was believed that it was due to the location of the ipg. The patient was prescribed lidocaine/lidoderm patch and the pocket pain was resolved.